Event description:
A problem was reported during a surgical procedure with regard to not being able to tighten the set screw enough to hold the lead in. The very first turn of the wrench resulted in a torque click. The implanted device was switched out. Later in the procedure, there were reported impedance readings >4000 ohms on some of the bipolar pairs. Electrode 0 indicated an open circuit and they programmed around it. Pt then got good motor response as well as stimulation.

Manufacturer narrative:
(B)(4).